Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The planned non-emergency vascular treatment procedure was aborted and after the system was repaired the procedure was completed, causing a delay of 2 hours. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse found that there was no power to the system due to a blown fuse in the main power distribution (mpd) unit. The fse solved the issue by replacing the mpd unit. The returned part was analyzed and confirmed that the part was defective. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It was reported to philips that the system could not start up. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.